Event description:
Pt is on tpn & can't eat. Catheter was inserted & used for 6-8 wks. It developed a pinhole near the vitacuff & was repaired. While waiting for repair kit to come in, pt developed infection. While waiting, did not cover with dressing.